Manufacturer narrative:
Service confirmed damage on the tip membrane along the radiofrequency trace. Investigation found glowing or sparking from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is an existing CAPA that addresses the sparking with the tip.

Event description:
A user facility reported, that during a thermage treatment, the thermage tip sparked a few times. The tip was replaced and there were no other issues. No patient injury was reported.

Manufacturer narrative:
The product has been requested and the investigation is underway.

Manufacturer narrative:
The product was returned and evaluated. Service found that the thermage tip has burnt trace on its surface. The returned product is a valid tip verified against the solta database. The tip was used for 536 treatments. The tip passed the flow test and failed the leak test. The tip failed visual inspection for burnt trace on the tip surface as dielectric breakdown was observed. The tip passed the thermistor test. Functional testing was not performed due to the burnt trace on the tip surface. The plant evaluation is underway.